Event description:
It was reported patient underwent right partial knee arthroplasty (B)(6) 2010. Subsequently, a revision procedure to a total knee was performed on (B)(6) 2013 due to pain. Review of medical records noted the bearing had fractured due to malpositioned tibial tray and femoral components. No further information has been provided.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-01976 and 02890).